Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event while using a dexcom g7 with the ilet during the pump learning period, with a lowest continuous glucose monitor reading of 50 mg/dl confirmed by glucometer, lasting approximately 20 minutes, and treated with oral carbohydrates. The user reported announcing meals inconsistently, which was discussed as a potential contributor during the learning period. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device-related findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.